Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50 serial #: linear st lead, 50cm description: (B)(4).

Event description:
A report was received that the patient was experiencing increased pain when the unit was turned on. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the physician does not believe that pain was device related. The patient underwent an explant procedure. Additional suspect medical device components involved in the event: model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator model#: sc-4318, lot #: 18388888 description: clik x anchor. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing increased pain when the unit was turned on. The patient will undergo an explant procedure.